Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the serial number of the pump was unknown. It was reported that the catheter will not be returned and that the explant date of the catheter was not reported. It was reported that it was unknown as to what date the catheter x-ray study was performed on that found the dislodged catheter. It was reported that it was undetermined if there were any contributing factors that led to the catheter dislodgment. No further complications were reported and/or anticipated.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178. Device code (B)(4) no longer applies to this event. Eval code-conclusion code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that confirmation was received from daiichi sankyo that the catheter x-ray study was not performed and there was not the dislodged catheter nor any catheter issues. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-oct-26, additional information was received from a foreign healthcare professional (hcp) via (B)(4). Additional patient and product information was received.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, lot# n403403001, implanted: (B)(6), product type: catheter. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a daiichi representative regarding a patient who was receiving gabalon with an unknown concentration and daily dose of 350 mcg/day via an implantable pump for quadriplegia due to head injury. It was reported that a catheter x-ray study was conducted and catheter dislodgment was confirmed. It was reported that on (B)(6) a pump refill was performed. The dosage was not changed since the underlying disease¿s symptoms were stable. There were no reported symptoms. No further complications were reported and/or anticipated.